Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having a blank screen display but did not receive an "insert battery" alarm. Customer's blood glucose was 134 mg/dl. During troubleshooting, it was found that battery tube spring was flat. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The battery tube and battery tube spring were visually inspected.no damage or flattened battery tube spring noted. The battery fit properly inside of the battery tube and the battery cap secured the battery in place properly during testing. Device passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Device received with scratched case and pillowing keypad overlay.